Event description:
A medtronic representative reported that a patient tracker stopped working during navigation of a tumor resection surgery. The tracker was working for registration and during navigation initially but stopped tracking after the cable for the patient tracker was stepped on. The green led was lit on the axiem box but it could not be tracked regardless of emitter position. The instrument tracker was able to be tracked without any issues. The patient tracker was connected to another port and software was rebooted without resolution. The surgeon chose to discontinue navigation and complete the surgery without navigation. There was no impact to the outcome of the patient.

Manufacturer narrative:
Note: it was discovered on 11/12/2015, that the information submitted on MDR 1723170-2014-00590 follow up 1, was accidentally submitted under the incorrect MDR number and was therefore erroneous to this MDR. Please disregard the information submitted on 1723170-2014-00590 follow up #1.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A work-around for recovering the patient database has been communicated to the site.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device manufacture date was unavailable as the device was discarded by the hospital and no lot number was provided. The device was discarded by the hospital and will not be returned for evaluation. Device discarded by hospital.